Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd info that this pt presented to the hosp with syncopal episodes. At the last device check the leads impedance measurements were 800 ohms and rising. Now impedance measurements are 1500 ohms bipolar and 1301 unipolar. The lead will be left implanted and observed for now. To date, there have been no additional adverse pt effects reported. No further intervention was undertaken. The event will be reopened if additional info is rec'd.